Event description:
It was reported that during lumbar surgery, it was observed that the attachment device "would not secure the drill bit." There was no delay in surgery as a spare device was available for use. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was received for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and it was observed that cutter could not be secured. Therefore, the device failed the cutter insertion assessment test. The reported condition was duplicated and confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.